Manufacturer narrative:
The cause for this specific clinical event cannot be ascertained from the information provided. Should additional information become available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent revision surgery due to infected right total hip arthroplasty, severe heterotopic ossification and ankylosis of the right hip on (B)(6) 2013. Two days later, on (B)(6), the patient had to undergo another surgery due to perforation of the anterior femoral cortex. It was decide to use a strut allograft for augment fixation and the plate was affixed to the host femur with cables.